Event description:
A physician reported that after separate cataract surgeries by using an ophthalmic operating console, multiple patients experienced toxic anterior segment syndrome (tass). Additional related information was requested but has not been provided to date. This is the first of nine reports for the reported event from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There is no evidence that the design or manufacturing of the system or phacoemulsification (phaco) handpiece contributed to the reported event. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) has opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Eight potentially relevant complaints were found and reviewed as part of this investigation. The complaints address occurrences of similar events. Thus, the complaints was determined to be relevant to this investigation. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).